Event description:
Additional information was received that the ra lead was capped and replaced to resolve this event.

Event description:
During remote follow up, noise resulting in oversensing causing inappropriate automatic mode switch was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Event description:
Additional information was received alleging ra lead damage was suspected but not confirmed. Additionally, decrease pacing impedance was observed on the ra lead.